Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the intermittent or noisy image was due to accumulated electrical stress applied to the image sensor on the image sensor unit and electrical boards in video connector (mounted electrical parts included) by energizing, accidental static electricity, over current due to attachment/detachment of the connector while the system was on, or the like. The above may have caused adverse impact to image signal output, led to unstable output and as a result, temporary electrical connection to the system occurred which led to the failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It confirmed that the subject product was shipped in accordance with the specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the flex deflectable videoscope displayed an intermittent or noisy image due to the ig-bundle being broken. There was no patient involvement.